Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible on the shaft and in the inflation lumen and loosely folded balloon, which is consistent with preparation and balloon inflation. A new indeflator was used to pressurize the balloon to the rated burst pressure (rbp). The balloon was deflated and the balloon deflated flat. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but is not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. It was noted during the functional testing that the balloon deflated flat. It is possible that a flat balloon could have interacted with the stent and contributed to the reported difficulty, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. In this case, a conclusive cause for the reported difficulty removing the sds could not be determined. The finished product lot history record (lhr) was reviewed. There were no nonconforming material records (ncmr) for this lot which could have contributed to the reported complaint. All stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line. Additionally, all balloons are visually inspected for proper fold configuration and stents are checked for proper strut dimensions and stent damage. A sampling of units is also destructively tested to verify proper balloon deflation and proper stent deployment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lesion was located in the middle left anterior descending artery (lad) and had mild calcification. After inserting the guide wire into the lad, the physician inserted the xience v stent delivery system (sds) (3.0 mm x 23 mm) into the lad and then dilated the stent to 14 atmospheres. When pulling back the stent delivery system, it was noted that it was very hard to pull the balloon back. An attempt was made to push the balloon further and then to pull it out; however, the resistance was still very strong. After pushing further and pulling back several times, the sds was finally able to be removed. The physician was afraid that there was some problem with the stent, so he post dilated the lesion again with a non-compliant balloon. No further information was provided.